Event description:
It was reported that the wireless charging pad displayed a solid green light and the pump indicated charging, yet the pump battery level sometimes did not increase, while charging on a third-party wireless charger worked without issue. Symptoms included a depleted or very low pump battery. Outcomes included interruption of normal device use due to power loss risk. Investigation included customer troubleshooting and education during a call, verification that the pad was plugged directly into a wall outlet, and confirmation that charging intermittently resumed during the call. Investigation of this case revealed an intermittent charging function associated with the charging pad and/or cable, with normal pump charging observed on an alternate charger. It was concluded, based on previously established findings for similar reports, that the cause was a suspected accessory malfunction related to the charging pad or cable.